Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there is infrequent ventricular oversensing with an undetermined cause stored in the device memories and, that a ventricular lead issue can not be ruled out as a possible source of the oversensing. This lead is currently and has been connected to an abbott device since february 2023. No examples of the oversensing were provided to us for review and we were informed none will be made available to us for review. It was stated the ventricular lead impedance values have been consistent in a 400-590 ohm range with small but consistent r-wave values of 2.8mv since the abbott device was implanted in 2023. No provacitive testing had yet been performed trying to reproduce the oversensing and no further troubleshooting help was requested at this time. Should additional information be received, this file will be updated.